Event description:
It was reported during in clinic follow up that the implantable cardiac monitor exhibited under-sensing and noise. The device was reprogrammed successfully. The patient was stable and asymptomatic.